Event description:
It was reported that during use with bd micro-fine¿ pro pen needles leakage occurred. This is 1 of 2 reports. The following information was provided by the initial reporter, translated from japanese to english: this report is about liquid leakage during injection.

Manufacturer narrative:
H6: investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history review could not be completed as no batch number was provided.

Event description:
It was reported that during use with bd micro-fine¿ pro pen needles leakage occurred. This is 1 of 2 reports. The following information was provided by the initial reporter, translated from japanese to english: this report is about liquid leakage during injection.

Manufacturer narrative:
D.4. Medical device expiration date: unknown . H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.